Event description:
It was reported via repair work order that the caster was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted as it was determined the foot end caster not swivelling due to a broken caster stem would be an annoyance resulting in the bed being harder to move, however; it is not likely to harm the patient as the patient could still be transported and the brakes were still functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the caster was broken which may have resulted in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.